Event description:
The manufacturing representative (rep) reported that the cause of the high impedances is still unknown. The patient had a consult with their dr. On (B)(6). It was noted that it's unknown if surgery will be planned. The rep is waiting to hear back from the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that high impedances of over 3600 ohms were noted on several combinations. When stimulation was on patient feet that it works initially for about an hour but then "fizzled out" and in general the stimulation was not working as well as before. The issues started over the last couple of months prior to the date of report. Patient was involved in a car accident a couple of years prior to the date of report but nothing recently. It was noted that the issue might have been positional since one program was at a much lower voltage than the other one. Manufacturer representative could only run at 0.24v due to the age of the ins, they had to run electrode impedances a few times during the call since the results did not save when changing from one tab to another. When the group impedance were ran, the patient really felt the stimulation but when electrode impedances were ran, they felt stimulation faintly in their legs. The following were the details: group a program 1: 1+ 2- 3+ 8+ 420pw, 50 rate, 0.5v, 549 ohms, 0.914 ma program 2: 0+ 1- 2- 3+ 8+ 9- 10- 11+ 420pw, 50 rate, 3.3v, 465 ohms, 6.985 ma each time impedances were run the results were similar to the following (ohms): 0-1 2847 0-2 721 0-8 469 all other combinations with 0 were greater than 3600 0-1 2815 1-2 2784 1-8 2665 all other combinations with 1 were greater than 3600 all combinations with 3 were greater than 3600 0-8 476 1-8 2665 2-8 588 8-15 3576 all other combinations with 8 were greater than 3600 all combinations with 9, 10, 11, 12, 13, 14 were greater than 3600

Manufacturer narrative:
The event reported under regulatory report # 3007566237-2017-00122 regarding an unknown patient, was determined to be the same in this report. Please refer to this report only for all future information.

Event description:
Additional information was received from manufacturer representative that the patient had a surgical consult with an hcp on (B)(6) 2017 to discuss ipg replacement. The hcp was made aware that the impedances were high and that leads will need to be tested on the table and steps will be taken to be prepared for replacements if needed.